Event description:
It was reported that there was no ECG trace on the device's display using both, ECG leads and therapy leads. This problem was observed during daily testing. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control informed the customer that there might be an issue with the device's system pca. Physio-control also indicated that a physio-control field service representative would need to reload the software after a new main pca installation. The customer later indicated that the hospital had decided to retire and replace the device due to costs associated with the repair. The device has not been returned to physio-control for eval; therefore, further investigation cannot be performed.